Manufacturer narrative:
Troubleshooting determined this event to be consistent with a user-induced slide tracking error. The customer was instructed to perform option 3 for 6 cycles to clear the analyzer's incubator. The customer confirmed that the expected one slide was found in the disposal bin, confirming that a slide tracking error had occurred. Human error was the cause of this event.

Event description:
The customer obtained biased nbil quality control results. The event is consistent with a malfunction that could have caused false patient results to be reported. No patient results were reported. There was no report of patient harm as a result of this event.